Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set adhesive issue on (B)(6) 2024. No further information available.